Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 20 ml of clear fluid was dripping from underneath the coulter lh 750 slidemaker. Customer reported that patient results were not impacted. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the leaking under the probe rinse block. The fse replaced the tubings to the probe rinse block, adjusted the waste tubing so that it does not kink, and adjusted the dispense tubing so it is not as taut. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).